Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 554 mg/dl at the time of incident. Their current blood glucose level was 365 mg/dl. The customer reported that the drive support cap was normal. The symptom related to high blood glucose level was feeling cold. The customer also reported having a high blood glucose level of 600 mg/dl. They treated with manual injections. The insulin pump will not be returned for analysis.